Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified. Device patch with lot (or catalog) number it is not possible to see the batch number and catalog of the device due to the quality of the photos opening extended (posterior side) device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The events of "capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implanting/explanting physician reported right side rupture and capsular contracture with baker grade 1.

Event description:
Physician reported right side rupture diagnosed by ultrasound. Device has been explanted.